Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Offset adaptor was too tight to use. Dr. Used spare. Spare could use but it was tight too.

Manufacturer narrative:
The device was returned with jam nut stuck. The nut was loosened and the device was fully functional. The investigation concluded that the root cause of the event was likely the surgical protocol was not followed as it clearly directs the surgeon to tighten the jam nut by turning it counter-clockwise as the male threads are reverse (left-hand thread). The surgeon likely turned the jam nut in the incorrect direction in attempt loosen the nut but instead further tightened the nut given the intended thread direction. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Offset adaptor was too tight to use. Dr. Used spare. Spare could use but it was tight too.